Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose of 522 mg/dl on (B)(6) 2015. She went to the doctor and they found the cannula was bent. Customer also reported the insulin pump alarmed no delivery the day of the call. Blood glucose value was 322 mg/dl. The customer was advised to disconnect and reconnect the infusion set and reservoir and do manual prime. Customer declined to continue troubleshooting because she accidently pulled the o rings out and wasted insulin. Customer treated with a manual injection and stated she would change the entire infusion set and reservoir and call if issue persists.